Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. No a63 alarms noted. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were cracks on the device. The customer sent the product back for analysis.